Event description:
Preprocedure diagnoses: failed left metal-on-metal total hip arthroplasty with metal reaction. Infection, left total hip arthroplasty. Postprocedure diagnoses: same. Procedure: revision left total hip arthroplasty, both components to functional antibiotic spacer. Recently, he has had rising metal ion levels and pain in his left hip.